Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that the customer kept receiving a no delivery during a bolus. The customer had woken up to the insulin pump alarming a no delivery. They changed the infusion set and reservoir but received a no delivery alarm. The customer¿s current blood glucose level was 597 mg/dl. The customer treated the blood glucose with manual injections. Troubleshooting was performed and insulin exited without incident. It was noted that when they removed the previous infusion set, the cannula was bent. They did not have the product in question to return. The device will not be returned for analysis.